Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dosages via an implantable pump for the treatment on non-malignant pain. It was reported that the patient was admitted into the hospital on (B)(6) 2018 and was there until (B)(6) 2018. The caller stated that she had not been sleeping and was prescribed a sleep medication that did not mix with the dilaudid and the patient almost died. It was noted that the healthcare provider (hcp) told the patient that if she would have gotten to the hospital 10 minutes later she would have died. The patient's pump was decreased by 70% and the patient was in pain. It was noted that the patient would be following up with the healthcare provider (hcp) and had an appointment the day of this report. No further complications have been reported as a result of this event.